Event description:
Hcp reports cerebrospinal fluid collection around spinal insertion site since a catheter replacement in 08/2003. The catheter was surgically explored in 2003. The hcp believed there may have been a catheter tear. The catheter was found and cut during the replacement. The physician thought the catheter had been cut once during surgery but the catheter was found to be in more pieces than expected. The catheter was explanted, replaced, and returned to the manufacturer for analysis. The pt outcome was reported as "functioning very well."